Manufacturer narrative:
The customer is currently using a spare display that they had onsite. The customer purchased a new display which is being sent to them, and the old defective unit was discarded by the customer.

Event description:
Imp ref # (B)(4).